Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began approximately 4 months ago. The patient reportedly manages her diabetes with metformin pills 2000mg and glipizide .5mg pills and continued with her usual diabetes management routine in response to the alleged issue. She claimed that on (B)(6) 2013 at approximately noon, her blood sugar was running high although it is unknown if she was experiencing any associated symptoms. She reported testing using a different meter (onetouch ultra) and observed a value of "479mg/dl." At 4:45pm that same day, she reportedly went to see her doctor who treated her with an unknown type/dose of insulin. It is not known if her blood glucose was tested at the doctor's office. Troubleshooting could not be performed since the patient did not have the subject meter with her. The patient was advised to call back with the meter or serial number so that a replacement could be issued. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly required treatment from an hcp after the alleged issue began.